Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the right ventricular (rv) lead pacing impedance measurement showed greater than 3000 ohms. Technical services (ts) was consulted to review the data. Upon review ts noted that the impedance measurement had been greater than 3000 ohms for over a year and there were two stored electrogram (egm) episodes that showed noise on the shock channel. Ts discussed that the high impedance and noise on shock channel could indicate an issue with the lead that may start to impact sensing and pacing. Ts suggested troubleshooting options for further evaluation. The rv lead remains in service and no adverse patient effects have been reported.